Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from this patient stating this device was implanted as an outcome of an adverse event. The patient reported that a physician administered midazolam in mistaking his doing pushups as being collapsed and trying to get up at the sports field. The midazolam led to the side effects of irregular heartbeat, breathing difficulty and amnesia. The hospital carelessly applied external defibrillator pads to the midazolam side effects to cause temporary coma. A cardiologist and a neurologist reported all tests normal and that nothing was wrong. The boston scientific representative covering the hospital contacted the physicians to implant the device which the patient stated was unnecessary. The patient stated that the boston scientific representative stated the complications were from the patient being thinner than most people. The swallowing and constriction complications of the device require its removal; however, the device is too close to the patient's throat and vocal chords. No other adverse events have been reported.